Event description:
It was reported that during a follow up in clinic, far field oversensing resulting in inappropriate automatic mode switch (ams) was noted on the right atrial lead. The device was reprogrammed to resolve the event. The patient was in stable condition.